Event description:
A talent abdominal stent graft system was implanted in a patient for the emergent treatment of a ruptured abdominal aortic aneurysm. The aneurysm had a proximal diameter of 30 mm, a distal diameter of 32 mm, and a short 10 mm aortic neck angulated at approximately 45 degrees. Vessels were mildly calcified with mild thrombus. A talent bifurcated stent graft (MDR#2953200-2009-00397) was implanted but moved downward 3 to 4 cm from its intended landing zone into the aneurysm sac, due to the neck angulation. The physicians elected to correct for the inaccurately delivered bifurcated stent graft by implanting a talent thoracic proximal extension stent graft (MDR#2953200-2009-00398) rather than a talent abdominal aortic cuff, because additional length was needed. A reliant balloon was used to dilate the stent grafts; however, a significant proximal type I endoleak was evident. The physicians elected to surgically convert the patient and explant the stent grafts. It was reported that the patient suffered a cardiac arrest during the surgical conversion but was resuscitated successfully. No additional clinical sequelae were reported, and the patient is stable. The explanted stent grafts were returned to medtronic, and their evaluation is pending.

Manufacturer narrative:
Evaluation results/conclusion: (endoleak), (short, angulated aortic neck).